Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to replace two polaris 5.5 multiaxial screws due to their being loose and spondylosis. The screws were replaced by screws the next size up. The revision was successful and there was no further impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00173.

Event description:
It was reported that a revision surgery was performed to replace two polaris 5.5 multiaxial screws due to their being loose and spondylosis. The screws were replaced by screws the next size up. The revision was successful and there was no further impact to the patient. This is report two of two for this event.